Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt, event and final pt outcome has been requested.

Event description:
Literature: yoo hs, nahm fs, yim kh, moon jy, kim ys, lee pb. Pregnancy in woman with spinal cord stimulator for complex regional pain syndrome: a case report and review of the literature. The korean journal of pain. Dec 2010;23(4):266-269. Summary: the authors reported a case of pregnancy in a woman with a spinal cord stimulator (scs). Reportable event: the authors reported that a (B)(6) female with an scs for complex regional pain syndrome (crps). The pt was experiencing allodynia, hyperalgesia, motor weakness and temperature fluctuations; she was receiving propranolol hci, mirtazapine and tramadol hci along with buspirone hci, solifenacin succinate, mefenamic acid, ethyl loflazepate and sodium tianeptine. Lumbar spine x-rays and MRI were within normal limits. During various checkup tests, the authors found positive urine beta-hcg thus the serum beta-hcg was checked, revealing that it was 150.19 miu/ml. The authors consulted the obstetric department and pregnancy was diagnosed, but ultrasonographic visualization did not rule out the possibility of ectopic pregnancy, a tubal abortion state or, less likely, early pregnancy. Further tests were recommended, however the pt transferred to a hospital closer to her home for the management required. Unfortunately, the pt had a missed abortion after (B)(6).